Manufacturer narrative:
Correction: section h imdrf annex f code to reflect it caused a delay in dispensing workflow.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was keeps shutting down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was keeps shutting down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was shut down. The field service engineer (fse) spoke with a technical support specialist (tss) and found identified that remote access to the station was lost due to a full c. The fse located the station, identified large old database dump files, and cleared logs and error files to free up 6 gb of space. After consulting tss, who found database errors, the fse performed a full reimage using a new drive. The fse reinstalled remote support services version 4.12, reconfigured settings, and manually set up the security module. Finally, the station was able to resync, and the customer resumed normal operation. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was keeps shutting down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.